Event description:
Report number one of two received of fluid getting past the backcheck valve. The customer states that the patient was to receive an unspecified pain medication via 50cc mini-bag hung piggyback to the primary line. The primary IV fluid volume was one liter. Both of the lines were infusing via gravity. The primary line had a backcheck valve and was reported to be hung lower than the mini-bag to allow delivery of the secondary piggyback. The patient was not getting pain relief. It was then noted that "the primary bag was full". It had appeared that the mini-bag had flowed into the primary bag. The mini-bag line was turned off and the primary bag was slowly infused. The patient then experienced pain relief. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.